Event description:
It was reported by the aci regional sales mgr that a (B)(6) female pt underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the mid common femoral artery, via a 6f sheath (model unk). There was one sheath exchange (8f venous sheath). The pt had adequate tissue tract, and showed good anatomy on groin shot. The vessel size was approx 6 mm. The pt's bp was 204/92. Following the procedure, the tech who is trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Allegedly, the tech used perfect technique, and deployed the device per the IFU. Post deployment, significant oozing was noted at the site ("oozing started right away, after the 2 min hold"). The pt was converted to manual compression for 15 mins with the assistance of a d-stat pad. Then a femostop was applied as a precaution. No further complications were reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1214504) indicated that the device lot met all established criteria prior to shipment.